Event description:
It was reported that a pump eos (end of service) was missed. Patient had not heard pump alarming. Eos occurred on (B)(6) 2012 and patient was without drug for four days. Patient was on po meds after eos was discovered. The pump was replaced due to eos. Drug delivered via the device was compounded baclofen 250 mcg/ml, 26.49 mcg/day.

Event description:
Additional information reported that five days after the pump had stopped due to eos, the patient started to experience spasms. It was later reported that the patient had no other problems and was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).